Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the system was arching from the x-ray tube and had saturation fault errors. No pt injury was reported.